Manufacturer narrative:
H10. Updated/additional information ¿ the revision reported may have been the result of polyethylene wear and aseptic loosening as stated in the operative notes. The aseptic (non-infected) tibial loosening may have been the result of both patient-related conditions and insufficient bonds between the tibial tray and the bone. The extent and root cause of the polyethylene wear cannot be determined as the explanted devices were not returned for evaluation, and radiographs / photographs were not provided.

Manufacturer narrative:
D10: concomitants: (B)(6). 234-03-02 - optetrak asy,ps cemented femoral, sz 2, (B)(6). 200-02-35 - three peg patella 35mm, (B)(6). 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2011. Approximately 6 years and 7 months after the initial procedure the patient had a right knee revision on (B)(6) 2018. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2018 diagnosis: aseptic loosening of the tibia with large metaphyseal uncontained bony defect and polyethylene wear. There was a gross amount of synovitis and synovium where I had to do a subtotal synovectomy both superiorly and into the medial and lateral gutters. The surgeon did a standard medial peel and took out a significant amount of synovitis laterally and underneath the patella tendon to get the patella everted. The tibial component was grossly loose. The patient was taken to the pacu in stable condition.